Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use above the dentate line during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During preparation, the trip wire crossed the biopsy channel, and then handle was secured on the scope with the band. When the ligator was unpacked, it was noticed that the trip wire was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use above the dentate line during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During preparation, the trip wire crossed the biopsy channel, and then handle was secured on the scope with the band. When the ligator was unpacked, it was noticed that the trip wire was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h11: the returned speedband superview super 7 was analyzed, a visual evaluation and microscopic inspection noted that the device returned had no damage, and the trip wire was not broken. No other problems with the device were noted. The reported event of trip wire broken was not confirmed. Upon analysis, the returned device did not show evidence of either the alleged problems or defects which could have contributed to the event. The trip wire was not broken. Therefore, the most probable root cause of this complaint is no problem detected.